Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when we wanted to close the wound, no staple was fired. We used another stapler." Additional information received on december 24, 2025, indicated that no medical intervention was required. The patient is fine, and there is no consequence for his skin.

Event description:
It was reported that "when we wanted to close the wound, no staple was fired. We used another stapler." Additional information received on december 24, 2025, indicated that no medical intervention was required. The patient is fine, and there is no consequence for his skin.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that there were three misaligned staples at the front of the device, and the remaining staples were jammed behind the misaligned staples. The stapler was returned with the trigger unengaged, and there was biological material on the device. The stapler was received with 42 staples left in the cover block. The first jammed staple was removed for dimensional analysis. The height of staple 1 was measured to be 0.132", which does meet the defined specification range of 0.130" 0.002" per the applicable drawing. The overall length of staple 1 was measured to be 0.5616", which does not meet the defined specification range of 0.5525" 0.0015" per the applicable drawing. The inner angles of staple 1 were measured to be 91 and 90, both measurements met the defined specification range of 90 1 per the applicable drawing. The stapler was returned with three misaligned staples at the front of the device, and the remaining staples were jammed behind the misaligned staples. The stapler was attempted to be fired by engaging the trigger multiple times, and no staples fired due to the misalignment of the staples at the front of the device. The frontmost misaligned/jammed staple was removed from the mouth of the cover block for dimensional testing. After the frontmost jammed/misaligned staple was removed, the two remaining misaligned staples realigned in the cover block. Functional testing was initiated with the remaining 41 staples. Upon full engagement of the trigger, the staple fully formed and released in the air. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin, indicating the root cause for the staple misalignment was the frontmost staple that was removed for dimensional testing. No defects were observed on the pawl assembly. Die casting anomalies were discovered on the forming tool. The applicable drawing was reviewed for the dimensional inspection specifications. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The frontmost jammed staple in the cover block was measured to be out of specification. Actions to add ress this issue of wide staples being out of specification were established as part of non-conformance, which was closed on (B)(6) 2025. The sample was manufactured prior to these actions on (B)(6) 2025. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The customer returned one unit 528235 visistat 35w 6/box for investigation. Visual examination of the returned stapler revealed that there were three misaligned staples at the front of the device, and the remaining staples were jammed behind the misaligned staples. The stapler was received with 42 staples left in the cover block. The stapler was attempted to be fired by engaging the trigger multiple times, and no staples fired due to the misalignment of the staples at the front of the device. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.